Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the intraoperative findings of pseudotumor as well as the reported cobalt toxicity and subsequent deafness, blindness, hypothyroidism, and tachycardia may be consistent with metal debris as a result of having metal components implanted after fractured ceramic implants. This was also confirmed by the surgeon noting wear in the revised components. The patient impact cannot be determined; however, a physician¿s post revision follow-up note indicated, from a hip perspective she has recovered beautifully. Having less trouble with tach. Being followed by internist and cardo at home, has bilateral hearing aids and wears glasses. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include damaged product, implant corrosion or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Bilateral patient. It was reported that a second revision surgery was performed the patient left hip on (B)(6) 2018. The revision surgery was performed due to metalosis. The cup, head, liner and sleeve were removed, only the stem was left inside the patient. Depuy parts were implanted. Although the patient is a bilateral one and elevated ion levels (metalosis) was reported the right hip construct consist of ceramic parts, therefore there is no contribution of the right hip construct to the elevated ion levels that provoke the second revision surgery. The patient outcome is unknown.